Event description:
Information was received based on review of a journal article titled, "flat-on-flat, nonconstrained compression molded polyethylene total knee replacement", which presents the survival of the posterior cruciate ligament-retaining agc total knee prosthesis using the agc implant manufactured at biomet. A patient was identified in the article that underwent total knee arthroplasty on an unknown date due to osteoarthritis. Subsequently, patient experienced tibial loosening two years after the procedure. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The article was written by merrill a. Ritter, richard worland, john saliski, md, jill v. Helphenstine, kristen l. Edmondson, e. Michael keating, philip m. Faris, and john b. Meding. This information was originally reported on 1825034-2015-02938 which referenced a journal article written on a study that this patient took part in.